Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received at service center and evaluated.the complaint was not confirmed.neither the fault reported by the customer could be verified nor another fault was found.since the reported condition is not confirmed,the root cause for the reported failure is undetermined. "Tornado": preventive replacement of o-rings performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed.at this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the tornado shaver handpiece didn't sniff. User was involved in the case but the outcome of the user was unknown. The case was completed by using another device. The outcome of the event and patient were unknown. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.